Event description:
The patient is male, did embolization of intracranial aneurysm on (B)(6) 2013. The aneurysm size is 5*6mm. The surgeon inserted the prowler 14 mc into the target successfully. When the positioned the 3rd coil found the coil had stretched during adjustment. Changed another one to complete. No adverse event on the patient.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15809713 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt. A non-sterile orbit helical fill 2x4 was received coiled inside of a plastic bag. The hypo-tube was inspected and it was found kinked. The introducer was received zipped and no damages were noted on it. The support coil and gripper were found without damages while the embolic coil was found stretched. The gripper and the embolic coil were inspected under microscope, the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as ¿coil - unraveled/stretched¿ was confirmed. The conditions of the embolic coil could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place as per 637mi021 rev. 26 that prevent this kind of failure leaving from the facility. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
A non-sterile orbit helical fill 2x4 was received coiled inside of a plastic bag. The hypo-tube was inspected and it was found kinked. The introducer was received zipped and no damages were noted on it. The support coil and gripper were found without damages while the embolic coil was found stretched. The gripper and the embolic coil were inspected under microscope, the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as ¿coil - unraveled/stretched¿ was confirmed. The conditions of the embolic coil could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place as per 637mi021 rev. 26 that prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. Review of the information suggests that vessel, target lesion and procedural issues may have contributed to the confirmed event. Concomitant medical products: unk prowler 14 microcatheter.